Manufacturer narrative:
Product complaint (B)(4). H3 evaluation: no device has been received for analysis. Retention sample review : no negative observation was found. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a robotic assisted anterior resection with stapled end-to-end coloproctostomy, extensive pelvic adhesiolysis with takedown of colovesical fistula on an unknown date in 2024 and a drain was used. Approximately 4 hours, robotic-assisted drainage of pelvic abscess, and open small bowel adhesiolysis (90 minutes). At the end of this procedure a 19fr blake jp drain was placed. An intra-op kub (kidney, uterine, and bladder) was done and showed a drain noted in left lower abdomen. On 2024 it was found that the patient may have pulled out her drain overnight. Patient was then discharged to home with home health care. She was scheduled to be evaluated by a urologist in 2 weeks to evaluate readiness for removal of her foley catheter (placed during the surgery on 2024. She underwent an outpatient CT cystogram in anticipation of catheter removal, and this unexpectedly showed piece of retained surgical drain. On 2024, a retained drain fragment was identified in the left lower quadrant of the pelvis and this was grasped with a wavy grasper and removed via a 12 mm trocar. The drain was inspected and appeared to be a clear cut or separation from the external portion of the drain. It was questionable whether the drain had separated from the clear plastic external portion of the drain or if it had been deliberately cut. There were no other fragments of the drain identified anywhere in the peritoneal cavity upon close inspection. Device is not available for return. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the specific drain used for this procedure: a 10fr (2227 / blake si drain hbls 10fr rnd w/ 1/8in) as the reported in the product code on the voluntary medwatch form or a 19 french blake jackson pratt drain as described in the event description? Date of procedure? Were there any intra-operative complications? If so, what were they? Where was the tip of drainage tube located? How was the drain secured? What was the date of first activation? How was the product function verified following the first activation? Who monitored the drainage and how often? Was leakage detected? If so, where? Was another product used or required for drainage? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? What was the date of 2nd procedure performed to remove the piece of drain left in the patient? Other relevant patient history/concomitant medications? What is the patient's current status? Surgeon¿s name? What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product is available for return. A user facility medwatch form was received: medwatch form, #mw5164261. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.